Event description:
Synergy china registry. It was reported that coronary atherosclerotic disease occurred. In (B)(6) 2019, subject was referred for cardiac catheterization and the index procedure was performed. The target lesion was located in the distal left anterior descending (lad) with 80% stenosis and was 30 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 38 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Three days post procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with coronary atherosclerotic disease and was hospitalized on the same day for further evaluation and treatment. A medication was given to treat the event. Five days after, the event was considered to be recovered/resolved and on the same day, the subject was discharged on aspirin and clopidogrel.